Event description:
(B)(4). It was reported that during a stenting treatment procedure, a vessel dissection occurred. Due to silent ischemia, the patient was referred for cardiac catheterization which revealed a 90% stenosed and 16mm long lesion in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.25mm. The lesion was treated with predilation and placement of a 2.25x20mm promus element study stent and post dilation resulting in 0% residual stenosis. It was also reported that "a non-target lesion location in the mid lad (cass site 13) was treated with a 2.75 x 18 mm unknown stent during the index procedure" and that a 2.25x15mm quantum maverick balloon catheter was utilized, but it is unknown if it was used for predilation, post dilation or both. The patient was discharged the same day on aspirin and clopidogrel. Core lab analysis revealed "successful pci of lesion in mid lad. Dissection following ptca covered by stent in final. Further stent deployed more proximally in lad".

Manufacturer narrative:
(B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).